Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting evaluation. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that poor cutting of the probe occurred during a procedure. The issue was resolved after replacing the product with another one. No further info is expected for this case.